Manufacturer narrative:
H3, h6: given the nature of the alleged incident, the device could not be returned for evaluation; therefore, a device analysis could not be performed. The clinical/medical investigation concluded that the surgeon provided analysis of the two x-rays does confirm the reported loosening of the tibial baseplate, however, with the limited information provided, the definitive clinical root cause of the reported pain and loosening cannot be determined. According to the report, the patient¿s pain persists, and a revision surgery has been scheduled, however, there is no confirmation that the surgery has been performed. Therefore, the patient impact beyond the reported loosening of the tibial baseplate, the persistent pain, and the scheduled revision cannot be confirmed nor concluded. Should any additional relevant medical documentation be provided, this case would be re-assessed. A review of the production order did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of complaint history for the part number over the past 12 months and for the batch number based on historical data of the device did not reveal similar events for the listed device. A review of the risk management file revealed this failure mode was previously identified. The anticipated risk level is still adequate. A historical review concluded that there are no prior actions related to this product and event. At this time, we have no reason to suspect that the product failed to meet any specifications at the time of manufacture. Factors that could contribute to the reported event include abnormal motion over time, bone degeneration, loss of ingrowth, osteolysis and/or traumatic injury. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed. Additional information: d8 corrected data: h1/h2 (type of reportable event).

Manufacturer narrative:
Internal complaint reference case(B)(4).

Event description:
It was reported that, after tka surgery had been performed on (B)(6) 2021, the patient experienced a loosening of the porous tibia bseplate w/jrny lock sz7 lt. This incident was determined via x-rays. A revision surgery has been scheduled but the date still unknown. Currently patient complains of persistent pain in knee.